Event description:
It was reported that, "the patient underwent a left hip replacement surgery on (B) (6) 2007. It was further reported that, the patient began feeling pain in her left hip, especially in the groin. Patient underwent a revision surgery on (B) (6) 2009."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.